Event description:
A customer reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pneumatic tap area, and to check the cartridge o-ring. After receiving assistance with filling a new cartridge and ensuring it clicked into place, the customer successfully completed the load process and resumed insulin use.